Event description:
It was reported that the patient believed his ribs were fractured during the implant surgery. The patient had been going to physical therapy and having them taped, but they still hurt. The patient also experienced stimulation in the wrong location, and planned to have his system reprogrammed. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that the cause of the event was unknown. The patient had no issues when seen by the physician on (B)(6) 2012 and (B)(6) 2012. The patient was then reprogrammed by a manufacturer representative, on an undisclosed date, and the patient's status was noted as "fine." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; programmer: model 37744, serial# (B)(4); recharger: model 37754, serial# (B)(4).